Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was used in a procedure performed on (B)(4) 2022. Prior to the procedure and after the patient was sedated, the touch screen of the laser console did not react. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 03, 2022 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2022. Prior to the procedure and after the patient was sedated, the touch screen of the laser console did not react to commands. The procedure was unable to be completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by bsc field service. The reported healthcare facility is: (B)(6). Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results/ the returned hood of auriga xl 4007 console was returned for analysis. The hood was in over all good physical condition. A few minor scratches due to normal usage wear were found. The slave board was in good physical condition. No other problems with the beam source were noted. The reported event of the auriga xl 4007 laser console display screen damaged/defective complaint was confirmed. The reason for display screen damaged/defective issue was most likely caused by an electrical failure in the hoods touch screen circuitry. The returned hood was received in overall good physical condition. There was no physical damage observed that would have contributed to the reported complaint. Based on all available information the most probable root cause was determined to be cause traced to component failure a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.